Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was no device defect indicated that would have led to the reported burns. Therefore, it has been determined that the reported issue (burns) is likely due to user error. Furthermore, light sources emit a large amount of energy, which causes the light guide cable connectors, as well as the connector and the distal end of the scopes to heat up considerably. This can lead to burns on the skin. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation, as facility contact information was not provided. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that during percutaneous transurethral endoscopic surgery, a light guide was used. The cable was removed from the tip of the endoscope and placed over the patient's abdominal drape, instead of the tray table. Immediately after surgery, a 1.5 cm blister appeared on the right side of the abdomen. The burn area was cleaned, steroid ointment was applied, and gauze was applied as instructed by the dermatologist until the patient was discharged on the 8th postoperative day. On the day of discharge, the patient was examined again by a dermatologist and found that the burns were 1st degree, and although there were some 2nd degree burns, the area was small. The patient was advised to continue with the current cleaning and application of ointment. The patient was instructed to visit a nearby clinic before the ointment ran out. Four weeks after being discharged from the hospital, the dermatology clinic that the patient visited informed the hospital staff that the patient had suffered third-degree burns. The patient then visited the hospital dermatology department 7 weeks after discharge. At that time, the burn area was dry, no surgery was performed, and the patient was told to let the eschar fall off and wait for it to heal. It was stated that there was a possibility that small scars may occur. Additional follow up was not possible due to lack of contact information.